Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure incomplete deployment occurred. The severely calcified, 10mm in length, target lesion was in the severely tortuous proximal right coronary artery (rca). The lesion was predilated with a 3.5x10 non-bsc balloon catheter. The physician deployed a 3.5x12mm taxus liberte drug eluting stent (des) to treat the target lesion. Following deployment, it was noticed that the proximal end of the stent did not appear to be completely expanded. The procedure was completed with the implant of a 3.5x16mm taxus liberte des. There were no patient complications with the patient's current condition listed as "stable".

Manufacturer narrative:
Device analysis: a unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the manufacturing record for this batch number shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause is determined to be operational context. Product unavailable for analysis.